Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: the patient status is recovering and fine. There was no delay is surgical time over 30 minutes.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair according to the reporter: during a laparoscopic inguinal hernia the locking flanges broke when trying to retract them and remove from the patient. No patient damage occurred but they had to make sure none of the broken flanges had stayed within the body so additional theatre time to make sure they were accounted for.